Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited noise. Noise was reproducible by manipulating the pocket. The lead was reprogrammed. The patient was in stable condition and would continue to be monitor.